Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board and reloaded software. The system operates as intended.

Event description:
The customer reported the system displayed an interlock error and would not boot up. No pt injury was reported.